Event description:
A facility manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the manager it was clarified that the blood leak occurred in the first one to two minutes of starting the hd treatment. The blood leak was described as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 200 to 300ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage seen on the dialyzer prior to treatment. The treatment was completed the same day with new supplies and a different machine. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the manager it was clarified that the blood leak occurred in the first one to two minutes of starting the hd treatment. The blood leak was described as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 200 to 300ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage seen on the dialyzer prior to treatment. The treatment was completed the same day with new supplies and a different machine. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The complaint device was reported to be unavailable. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. A review of the production record was performed. The production record review showed there were multiple approved temporary dns, one ncs, one rework and one spr in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.